Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call that lcd screen was cracked. Blood glucose was 375 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.